Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. The system remains fully operational. He monitored the system for error and carried out corrective actions. He repaired the actions then reseated the display interface pcb and swapped the l1 and l2 input power to table. The system remained fully operational for 6 days. The ge service rep was able to reproduce the system error and make appropriate corrections on another case. In that case the ge service rep crimped and reseated the connector / cables in the tower info display console. The system now operates as intended.

Event description:
The customer reported the system locked up. The system breakers cb1, cb2, cb3 powered off causing loss of table operation. They were unable to reset the breakers when this event happened. No pt injury was reported.